Event description:
It was reported that pump touchscreen was cracked and shattered after customer fell or rolled over on pump, and screen was unresponsive and illegible so customer could not interact with pump. There was no reported impact to the customer¿s blood glucose level because caller declined to provide this information. Customer had no backup plan during contact, and technical support arranged to provide supplier report since pump was out of warranty, with no additional outcome details available.